Event description:
Caller reported a cartridge alarm on the tandem mobi device during the loading process. Despite the issue, there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully, but the caller was unable to reload the original cartridge and resume insulin therapy. Consequently, technical support decided to replace the pump and advised the caller on using a backup insulin pump. The caller was informed about receiving a replacement pump with updated software and instructed on returning the problematic pump to tandem.